Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps and contour anomaly/irregularities are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reports that a patient experienced lumps in the injection site after juvéderm volbella with lidocaine injection in the dark circles, eyelids/eye contours. Physician "refers contour anomaly after 5 days of injection/contour irregularity." Patient was treated with hyaluronidase. Symptoms are ongoing.